Event description:
The user facility reported that their unit was leaking steam. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found the steam pressure regulator valve (prv) broken. The steam prv is composed of two parts: the stem assembly and sylphon. The stem assembly controls the amount of steam to the unit, and is closed once the correct amount of pressure is met. The technician found the stem assembly and sylphon both broken into two parts. The technician installed a new steam prv into the unit and confirmed the unit to be operational. The unit was installed in (B)(6) 2010 and is currently under a steris service contract. The last preventative maintenance for the unit was completed on (B)(6) 2013. During this time, the technician replaced the steam prv, as instructed in the preventative maintenance check list, and confirmed the unit to be operational.